Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that they plugged in the instrument and attempted to activate the monopolar tip but nothing happened. There were no activation tones. There was no patient injury or ill-effects, no medical intervention was required. There was no unanticipated tissue loss, tissue damage or bleeding. No extension to surgical time required and nothing fell in the surgical cavity. Upon receipt for investigation the device's clear insulation was damaged and the device failed hipot testing.

Manufacturer narrative:
(B)(4). One used lf5544 was received for evaluation. The device functioned to specification in the monopolar mode. However, the clear insulation was damaged. The device failed hipot testing. The IFU states to prevent damage to the flexible insulation proximal to the jaws, confirm the handle is fully closed prior to insertion into and extraction from the cannula. Use the appropriately sized cannula to allow for easy insertion and extraction of the instrument. Failure to do so may impact the integrity of the flexible insulation. Cannulas with hard, non-beveled openings may cause the flexible insulation to retract, which may compromise the insulation. If retraction occurs, the instrument must be discarded. Do not attempt to clean the flexible insulation. Cleaning may damage insulation.